Event description:
It was reported that the customer experienced a blank display on the insulin pump after receiving a weak battery alarm. The customer changed the battery, but the blank display persisted. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the battery compartment and the spring were neither damaged nor corroded. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to battery tube not plugged into on interface board properly. The insulin pump was unable to confirm unexpected weak battery alarms due to blank display. The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.